Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: unknown saline implant. (B)(4)

Event description:
It was reported that a (B)(6) -year old caucasian female patient underwent breast augmentation revision with unknown saline breast prostheses. Deflation of the left breast prosthesis and bilateral capsular contracture baker grade ii were identified. As a result, the patient underwent bilateral removal and replacement with unknown breast prostheses on (B)(6) 2018. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On 7/14/2018, the mentor failure analysis lab has received the device for evaluation. Mentor became aware that the correct date of event was (B)(6) 2018 and that the correct date of implantation was (B)(6) 1998. Mentor also became aware that the replacement devices were the following: (left) mentor memorygel breast implant 300cc gel catalog: 3503001bc lot: 7511448 sn: (B)(4) and (right) mentor memorygel breast implant 300cc gel catalog: 3503001bc lot: 7556457 sn: (B)(4). Device investigation summary: upon receipt by mentor, the gel contained in the device appears clear. Yellow material was observed within the device. White and brown material was observed on the shell surface. Product evaluation discovered a rent at the patch junction. Also an area of siltex cracking was observed on the posterior aspect. No other anomalies were discovered. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds (i.e., severe ¿v¿ or tight folds) in the rtv shell of siltex breast implants. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Product evaluation concluded the reported complaint of capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).